Manufacturer narrative:
The reported malfunction was observed during review of the activity log; however, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.